Manufacturer narrative:
A ge service representative performed an onsite investigation. A fault was identified. The system has not been repaired. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system was not working properly and would shut down without command. No pt injury was reported.